Event description:
Report of a "bug noted inside the tubing set." A nurse was administering unknown medication at an unknown rate and noticed a bug in the tubing set. The tubing was removed and replaced before the bug reached the pt. The device was sent to the facilities materials management dept. Upon investigation of the device under a microscope, it was reported that the director of materials management confirmed that the particulate inside the tubing set was a bug. There was no reported adverse pt event. The customer was contacted for add'l info; however, no add'l info was available.